Event description:
During a ptca treatment procedure involving a calcified and 100% stenotic lesion in a very tortuous proximal left circumflex artery, the maverick balloon ruptured at 10 atm's on the initial inflation. The introducer sheath size is unknown. A bmw guidewire, a mach 1 guide catheter, and an unknown type of inflation device were used. The patient was asymptomatic with this event and no additional intervention was required. The maverick balloon was removed and exchanged with the same type of catheter. The facility discarded the maverick catheter. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.